Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The keypad cover was returned torn and missing around the up arrow, down arrow, and ok keypad buttons; the keypad was also torn at the contrast button. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts and the down arrow contact was found inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.